Manufacturer narrative:
Correction: section b1- type of report should have been selected for "adverse event" rather than "blank".

Event description:
New information received noted that the patient presented to clinic for a follow up.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead exhibited abnormal pacing impedance. The ra lead was explanted and replaced. The patient was in stable condition.